Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6.1cm conical abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the patient presented with lower right leg pain. The physician performed an intervention where another manufacturer¿s device was used bilaterally to re-establish flow on the right side. The cause of the occlusion is unknown. The physician noted that the patient follow up cta¿s show good outflow and graft patency. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
(B)(4).